Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with both post-paced t-wave oversensing (pptwos) and post-sensed t-wave oversensing (pstwos). Programming changes were made to restore normal parameters. The patient status was unknown.